Event description:
It was reported that a physician's (B) (6) handheld device was not functioning properly. The physician stated it would freeze on the main menu screen and the event would resolve with a soft reset. The physician also stated that the handheld device performs slowly when he is interrogating pts and that handheld would take about 30 seconds before it would proceed to the parameters screen. The physician stated that turning the handheld off and then back on would help resolve the issue. A replacement handheld device was sent to the physician and his (B) (6) handheld device has been returned to the MFR. Product analysis is currently in process and has not been completed at this time.